Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection showed that the blue slide clamp was missing and not returned. As the complete device was not returned, further evaluation could not be performed and the reported issue could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a intravenous set tubing that was stuck in a sigma pump which resulted in the delay of infusion. The pump was delivering vasoactive drips (epinephrine and hetastarch). The nurse tried to transfer the epinephrine drip to a new pump when the slide clamp on the sigma pump tubing broke and the tubing was stuck in the pump. The nurse was unable to remove the tubing. The patient¿s blood pressure dropped to 40/20 and their blood sugar dropped. The nurse continued the infusion using a new pump and tubing. No additional information is available.